Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v474739, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v472477, implanted: (B)(6) 2010, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that a patient would shake and his legs ¿would be bouncing.¿ the reporter stated that they didn¿t know if the patient was having restless leg syndrome, it was a ¿full body thing¿ or if the stimulator was malfunctioning. It was noted that this had been going on for a little while and the patient had been getting ¿full body like convulsions.¿ the patient¿s healthcare provider was contacted and directed the patient to contact the device manufacturer. The reporter stated that it was kind of like restless leg syndrome but it was the full body, and when the patient charged the device it was ¿horrible.¿ it was noted that the patient¿s legs would start shaking and he had to get up and walk. It was reported that it wasn¿t like convulsions but his limbs would shake and ¿bounce and bounce and bounce.¿ it was noted that the patient hadn¿t turned the device off, he let it drain down and when he charged it, it just went ¿crazy,¿ went ¿way worse¿ and it was terrible. It was unclear what this referred to. Additional information has been requested but was not available as of the date of this report.